Manufacturer narrative:
The 2nd revision left pinnacle insert/corail stem performed on (B)(6) 2016 by surgeon at mater private. Reason for revision: patient presented with general hip pain. Evidence of osteolysis was present in socket. Surgeon unsure if wear/osteolysis was volumetric wear due to the large head. No evidence of trunnionosis. No trauma associated with hip. Male patient, (B)(6), dob (B)(6). X-ray and photos available. No further information available. Pt was originally bilateral asr/corail (original surgery date (B)(6) 2007) and was bilaterally revised on (B)(6) 2010. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Notification has now been received that the products are being shipped to a third party site for investigation. Following receipt of an investigation report, the complaint shall be re-opened and an addendum added. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, osteolysis, and poly wear.